Event description:
The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "shrinkage quite a bit", possible ruptures", capsular contracture, baker grade unknown.

Event description:
Patient reported, "shrinkage quite a bit". Possible ruptures". Later, healthcare professional reported, "capsular contracture, baker grade unknown". This record is for a left side. Device remains implanted.